Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus history anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer had high blood glucose of 410 mg/dl. Customer treated high blood glucose with insulin pump. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal. Caller reported that bolus was not recorded in bolus history. Caller was advised that insulin pump would need to be replaced.